Manufacturer narrative:
Humalog® was tested for up to 48 hours as labeled. Tandem technical support followed up with the customer and bgs were okay after supply change. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 334mg/dl. Elevated bgs were treated via manual injection. The customer indicated that bgs become elevated after 2 days of using supplies. Tandem technical support advised the customer that humalog is intended for only 2 days of use per labeling.